Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values four days after the sensor was inserted in the abdomen. The patient dosed 2 units of insulin based on high cgm reading of 279 mg/dl. A short time after, the cgm was described as continuously dropping. The patient did not check after the patient did not check her blood glucose. The patient was en route to the emergency department (ed) for evaluation due to her concern for the continuously dropping estimated glucose value (egv) after dosing insulin. She denied injury or symptoms of hypoglycemia during the call. There was no documentation of medical intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). 3004753838-2023-029167 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.